Manufacturer narrative:
Potential lot numbers involved are 4092492, 4092493, 4060911, 4076292. Additional contact: (B)(6). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused "no disposable" alarms. There was no patient injury.